Manufacturer narrative:
Product analysis: the product specimen has not been returned for device evaluation. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year, one month post implant of this bioprosthetic aortic valve, this valve was replaced due to calcification. The patient presented with heart failure, with mean gradients of 54 mmhg, and peak gradients measuring 78 mmhg. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received in a semi-cloudy tan 0.2% glutaraldehyde solution in an explant kit. The valve appeared distorted with the stent posts slightly deflected. All leaflets were stiff due to host tissue and/or mineralization on the inflow and/or outflow. Tissue deterioration and degeneration due to mineralization was observed on all leaflets. Tissue deterioration due to mineralization was observed on all commissures. A large remnant of pannus remained attached to the sewing ring on the inflow adjacent to the left right inferior coaptive area, over the tissue and base stitching and 1 to 4 mm onto both cusps showing a reduced inflow orifice area. A remnant of pannus remained attached approximately 4 mm on the inflow of the non-coronary cusp showing a reduced inflow orifice area. Two remnants of pannus remained attached to the tissue and base stitching adjacent to the non-coronary cusp. Pannus lined the sewing ring on the outflow and outflow rails adjacent to all cusps. An unknown amount of pannus appeared to have been removed on the inflow during explant. Radiography shows mineralization in all cusps and commissures. Conclusion: the analysis results of the device showed all leaflets are stiff due to calcification and/or pannus overgrowth on the inflow / outflow. A review of the device history record (DHR) was also performed for this valve. There were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Based on the received information and the returned product analysis, the observed calcification and pannus on the inflow and outflow would have significantly impaired the leaflet mobility and causing stenosis. Calcification and pannus overgrowth have been an inherent risk of surgical valve replacement and are addressed in the current risk management file. Calcification is a known common cause of bioprosthesis failure and has been well studied. Research has come to understand that the cause of failure is multifactorial and patient dependent. Bioprosthetic valves eventually suffer structural deterioration, regardless of patient age at the time of implant, due to two major modes of failure: bio-mechanical (leaflet structure) and biochemical (calcium absorption). Pannus overgrowth is associated with surgical valve replacement due to patient interaction and/or healing response with the surgical valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.